Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed, stuck and was unable to recover due to inseparable damage. A field service engineer replaced the inseparable and keyboard cover to resolve the issue. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed. Customer mentioned the drawer was stuck and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.